Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v67y, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient experiencing pain since implant. It was later reported that the patient's symptoms were worse than before the implant, including incontinence. The patient had pain on her bottom, between the legs and on one side. It was confirmed that the implantable neuro stimulator was on. The patient increased from 3.5 to 3.9 over the phone and indicated that stimulation was at a comfortable level. The patient had an appointment with her health care professional (hcp) for (B)(6) 2015 and had a colonoscopy scheduled for (B)(6) 2015. The patient called in later and increased their setting (stimulation) during the call and it "didn't do anything". The patient was having a colonoscopy that day ((B)(6) 2015) and wanted to know how to turn stimulation off. The patient was walked through how to turn stimulation off. The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.